Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 8337703. Medical device expiration date: 2023-12-31. Device manufacture date: 2018-12-03. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that plunger error and separation occurred during use with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter, "consumer reported plunger rod difficult to move, also mentioned that in the past he had issues with the needle hubs separating from the syringes, occurrence dates, lot #s and product information are unknown. Lot # for current box is 8337703, product # 324910, problem occurred about one week ago, consumer does not re-use."